Event description:
Consumer reported complaint for physical defect of test strips. Customer reported she had purchased 2 boxes of true metrix test strips and stated that when inserted into the true metrix go meter the test strips were too short. Complaint was initially reported via e-mail. When contacted by telephone, the customer also reported complaint that the true metrix go meter did not power on when a test strip was inserted. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 09/26/2026; product storage and open vial date were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.